Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. The patient had a myocardial infarction (mi) less than 72 hours prior to procedure. The 90% stenosed, 23mmx2.25mm, eccentric with significant bend (>=90 degrees) and de novo target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). The lesion was predilated with a 2.5x25mm apex balloon and the stenosis was reduced to 60%. A 2.25x24mm taxus liberte stent delivery system (sds) was advanced but would not cross the lesion. The physician exchanged the device for a 2.25x20mm taxus liberte sds to complete the case. There were no patient complications and the patient's current condition is listed as stable. However, device analysis of the 2.25x24 taxus liberte sds revealed stent damage.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.